Manufacturer narrative:
The enclosure power converter was returned for analysis. Through visual, functional and performance testing no failure was found with the part. The cable assembly was returned for analysis. Through functional and visual testing it was found that inspection showed battery connectors were exhibiting light corrosion and signs of arching on the power tray feed terminal from use. Cosmetic damage was confirmed. The power tray was returned for analysis as well. Through visual functional and performance testing no failure was found with the part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system shutdown partly when moved. When starting to drive the system would shutdown expectantly. The main power button was blue, but the image acquisition system (ias) pc was off and most of the imaging cards also. Fans were spinning, stopping, then spinning. After reboot, the system asked for motion calibration (press m). This issue would then reoccur when the system was moved again. This issue was resolved by replacing the enclosure power converter, cable assembly, and ias power tray. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that when using lift shift the pendant went black without warning. The image acquisition system (ias) unit had been on battery power and the power on button lights were blue. The system was rebooted several times. After one boot up the system was starting normally, but when the mobile view station (mvs) had booted the ias pendant went black again. The site then rebooted both systems with the umbilical cable disconnected. The ias booted normally and the umbilical was connected. The ias was in stand alone mode and not connected to the mvs. They restarted the ias and the system booted normally, though m' motion calibration had to be done. After calibration, the connection between the mvs and ias was established as normal. There was no patient impact reported and a delay of greater then one hour to surgery.